Manufacturer narrative:
Field service engineer (fse) has not been on site to repair the device as yet. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event, during reprocessing the device lid was cracked causing the device to leak while reprocessing the scopes. There is no patient involvement and no harm reported to any patient.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. An olympus field service engineer (fse) was dispatched to the facility. The fse repaired the lid and verified the equipment according to original equipment manufacturer's instructions. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the probable causes for a cracked lid include: an external impact to the lid with a scope when it was closed. Design of the device or manufacturing cannot be confirmed as factors to cause the event. The most probable cause for the reported event is user handling. The instructions for use have the following statement which can detect the event: "before using the equipment, always check that there is no irregularity regarding the following points on the lid and the lid packing. If there is any irregularity, cleaning fluid or disinfectant solution may leak out. The lid is not cracked, broken, or otherwise damaged."